Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection had occurred. No product was provided for evaluation. However, data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.